Manufacturer narrative:
Additional information: patient¿s right great saphenous vein (gsv) was treated. Six days post procedure, it was reported that the patient developed a class 2 ehit in the common femoral vein without symptoms. Approximately 6 weeks post procedure, the patient called and reported the treated area was red hot and swollen, did not want to come in. Nsaid¿s and ice were advised. The patient reportedly called primary care physician who advised patient to attend an outside facility to rule out dvt, no dvt observed. The patient called again 3 days later and stated that there was no improvement. Patient decided to wait until follow-up appointment 2 days later. During arranged follow up appointment, the patient presented with an acute embolism and thrombosis of left iliac vein and left femoral vein. Patient was prescribed eliquis. 1-week later dvt was seen in left femoral only. Approximately 1 month later fully resolved. Glue ehit (egit)was also resolved. No additional treatment required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a venaseal procedure carried out. Post procedure, it was reported that the patient developed a dvt which is reported to have resolved.